Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Upon review of the logs, it was noted that the device displayed several "low battery" and "replace battery" messages, indicating it was operating under critical battery conditions. R-series devices cannot power on when the battery voltage is critically low without ac power. This strongly suggests the user attempted to power on the device with a depleted battery, causing it not to turn on. The device passed all functional testing, including impedance calibration, defib/pacer stress tests, on/off current testing, bench handling, and defib cycling. The device was recertified and returned to the customer. The battery used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.